Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedances. Technical services suggested troubleshooting measures. The health care professional provided in the interim alerts for non-sustained ventricular tachycardia have been turned off and they will continue to monitor. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).